Manufacturer narrative:
The reported events of premature battery depletion, no output and inability to interrogate were confirmed. The device was received with no telemetry and no output. Visual inspection of the header attachment area detected an anomaly between the pre-molded header and titanium case. The device was cut open to enable further testing and the battery was found depleted. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated high current drain, consistent with moisture damage, depleting the battery and resulting in the reported events. A manufacturing process anomaly consistent with header bonding anomaly may have occurred. The device is included in the zenex, assurity, endurity laser adhesion preparation advisory issued by abbott on 20 july 2022 for a subset of devices distributed and implanted outside of the united states.

Manufacturer narrative:
The device is subject to the 2022 zenex, absurdity, endurity laser adhesion preparation field safety correction action which applies to a subset of devices distributed and implanted outside of the united states.

Event description:
It was reported that the patient came into the hospital due to mild heart failure. Ventricular pacing failure was confirmed on the electrocardiogram. The pacemaker could not be interrogated. Premature battery depletion was suspected. An emergency procedure was conducted, and the pacemaker was explanted and replaced. The patient was stable.

Manufacturer narrative:
Correction: section g2: distributor should have been selected as additional report source. The device history record review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.